Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis (" song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth fracture ("teeth crumbling"), tooth loss ("tooth falling out of my mouth"), loss of libido ("libido was off") and hiccups ("hick up") and was found to have the first episode of weight decreased ("weight loss"), the first episode of weight increased ("I have gained almost 150lbs/gained over 100lbs in 8 years/ I can't lose it"), the second episode of weight increased ("weight gain 100lbs") and the second episode of weight decreased ("weight loss 50lbs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, alopecia, fatigue, arthritis, nephrolithiasis, tooth fracture, tooth loss, loss of libido, the last episode of weight decreased and hiccups outcome was unknown and the last episode of weight increased had not resolved. The reporter considered abdominal distension, alopecia, arthritis, fatigue, hiccups, loss of libido, medical device removal, nephrolithiasis, tooth fracture, tooth loss, the first episode of weight decreased, the first episode of weight increased, the second episode of weight decreased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new events hiccups, weight loss 50lbs and weight gain 100lbs were added. Reporter from social media was added. On 23-mar-2020: processed with follow up 8. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis (" song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth fracture ("teeth crumbling"), tooth loss ("tooth falling out of my mouth") and loss of libido ("libido was off") and was found to have weight decreased ("weight loss") and weight increased ("I have gained almost 150lbs/gained over 100lbs in 8 years/ I can't lose it"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, alopecia, fatigue, arthritis, weight decreased, nephrolithiasis, weight increased, tooth fracture, tooth loss and loss of libido outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, fatigue, loss of libido, medical device removal, nephrolithiasis, tooth fracture, tooth loss, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: libido was off. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis ("song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth fracture ("teeth crumbling"), tooth loss ("tooth falling out of my mouth"), loss of libido ("libido was off") and hiccups ("hick up") and was found to have the first episode of weight decreased ("weight loss"), the first episode of weight increased ("I have gained almost 150lbs/gained over 100lbs in 8 years/ I can't lose it"), the second episode of weight increased ("weight gain 100lbs") and the second episode of weight decreased ("weight loss 50lbs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, alopecia, fatigue, arthritis, nephrolithiasis, tooth fracture, tooth loss, loss of libido, the last episode of weight decreased and hiccups outcome was unknown and the last episode of weight increased had not resolved. The reporter considered abdominal distension, alopecia, arthritis, fatigue, hiccups, loss of libido, medical device removal, nephrolithiasis, tooth fracture, tooth loss, the first episode of weight decreased, the first episode of weight increased, the second episode of weight decreased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the case (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason:- duplicate case is identified with f/u information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis (" song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth fracture ("teeth crumbling") and tooth loss ("tooth falling out of my mouth") and was found to have weight decreased ("weight loss") and weight increased ("I have gained almost 150lbs/gained over 100lbs in 8 years/ I can't lose it"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, alopecia, fatigue, arthritis, weight decreased, nephrolithiasis, weight increased, tooth fracture and tooth loss outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, fatigue, medical device removal, nephrolithiasis, tooth fracture, tooth loss, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: crumbling teeth, falling out of my mouth. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss"), fatigue ("fatigue"), arthritis (" song of ankles and feet now I feel like arthritis in my knees"), abdominal distension ("stomach bloating") and nephrolithiasis ("kidney stones") and was found to have weight decreased ("weight loss") and weight increased ("I have gained almost 150lbs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, fatigue, arthritis, weight decreased, abdominal distension, nephrolithiasis and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, fatigue, medical device removal, nephrolithiasis, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss"), fatigue ("fatigue"), arthritis (" song of ankles and feet now I feel like arthritis in my knees"), abdominal distension ("stomach bloating") and nephrolithiasis ("kidney stones") and was found to have weight decreased ("weight loss") and weight increased ("I have gained almost 150lbs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, fatigue, arthritis, weight decreased, abdominal distension, nephrolithiasis and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, fatigue, medical device removal, nephrolithiasis, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.